Manufacturer narrative:
D10 concomitant product: 18765 18765 6.5mm taperguard trachael tubex10 (lot#23h1144jzx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the cuffs of the two endotracheal tubes were broken when the balloon was inflated prior to use. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the sample was received inside a damaged package. An inflation/deflation test was performed. 25 cc of air was applied to the cuff using a syringe and it was observed the cuff deflated after few seconds, a visual inspection was performed, and it was observed the cuff presents a cut, which was measured 0.1035 inches. A second sample of taperguard endotracheal tube was received for evaluation outside of it¿s pouch. An inflation/deflation test was performed. 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated after few seconds, a visual inspection was performed, and it was observed the cuff presents a cut, which was measured 0.8990 inches. It was reported that the cuffs of the two endotracheal tubes were broken when the balloon was inflated prior to use. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.